Event description:
It was reported that the blade broke at the mount during a surgical procedure. It was also reported that there was a short delay to obtain a replacement blade and there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.